Manufacturer narrative:
Device had unexpected seating during the prime/seating test due to moisture damage at the force sensor. During visual inspection found moisture damage on the electronic stack. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported motor motion error via phone call. Customer blood glucose reading was 226 mg/dl. Troubleshoot was performed but was not able to rewind. Customer also reported moisture damaged to the insulin pump. Insulin pump will be returning for analysis.